Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the final cassette line had disconnected from the final bag. Renal therapy services (rts) assisted the hp in clearing the se 2240 and in opening the door to remove the cassette. The hp will contact the peritoneal dialysis registered nurse about completing the therapy with the ultrabag. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.